Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer called to report the insulin pump has scratches on the face of the display screen and a crack on the body. Blood glucose reading was 101 mg/dl. The crack is on the front side towards the right corner and runs to the back of the insulin pump. The customer does now know what caused the crack. Advised that the insulin pump will be replaced.